Event description:
Based on the information received, the device was removed due to pain and the inability of the patient to inflate the prosthesis. It was discovered that the tubing from the cylinder to the pump had broken away.